Event description:
A site reported that a female patient received a laser hair removal treatment and reported that the patient responded with severe hyperpigmentation and crusting. Patient was reported to be using neosporin on the treated areas post treatment.

Manufacturer narrative:
The product was installed at the user site (B)(6) 2012. There have been no clinical complaints from the user site regarding this specific serial number since that time. The product device history record and service history was reviewed (B)(4) 2013 with no issues found. The treatment parameters reportedly used by the operator were: 18mm spot size, 3ms pulse duration, 12j/cm2, and 30/20/0 dcd setting, which are within the treatment parameters as recommended by candela's treatment guidelines, except for the dcd setting. Based on what was reported by the site, the low dcd setting that was used may have been a contributing factor to the injury.